Event description:
The complainant stated that the CPR function is not working.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged malfunction. The bed was operating properly.